Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day the sensor was inserted into the patient¿s arm, the sensor wire became detached. The patient removed the sensor but did not observe any wire remaining. On (B)(6) 2025, the patient presented to the emergency room (ER), where a healthcare provider examined him. An x-ray was performed, and the attending physician noted a possible finding that could represent the sensor wire. However, the physician stated he was not 100% certain, as he was not a radiologist. The patient was advised to follow up with a specialist regarding the x-ray results. During the ER visit, a nurse administered an antibiotic injection (rocephin) to the patient¿s upper buttocks, but the exact dosage was not documented. There was no documentation indicating removal of the wire. The patient remained in the ER for less than 24 hours. On (B)(6) 2025, the patient spoke with a radiologist regarding the follow-up x-ray results, which confirmed that no sensor wire was present. No additional medical intervention was performed during the follow-up visit. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.